Event description:
It was reported that the patient's lead impedance on the rv (right ventricular) pacing lead increased from 800 to 3000 ohms. Additional information subsequently received reported an apparent fracture and high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.